Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications upon release. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture and patient complications are a known and anticipated complications to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Event date: the patient underwent the procedure on (B)(6) 2006, the exact date is unknown. The event was reported by the lawyer, mr. (B)(6). No contact details were provided. (B)(4).

Event description:
It was reported that the aneurysm ruptured during the embolization. The patient had subsequent "dysfunctions of upper/lower extremities". No further information was provided.

Event description:
It was reported that the aneurysm ruptured during the embolization. The patient had subsequent 'dysfunctions of upper/lower extremities'. No further information was provided.